Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Analysis confirmed the device exhibited premature battery depletion. As a result, the clinical observation was confirmed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Subsequent information was received that this device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Device replacement was recommended. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device indicated there was only one year of remaining longevity. Boston scientific technical services (ts) reviewed the available information and confirmed the device was depleting faster than expected. Device replacement was recommended. No adverse patient effects were reported.